Manufacturer narrative:
Additional information received on april 5, 2025, indicated that the patient also experienced pocket malposition. As a result, patient underwent bilateral replacements as follow:(B)(6), bilateral breast capsular repair with pdo and removal of bilateral silcone implants (55occ right and 55()cc left-ruptured). Pocket modification to improve placement of implants. Durasorb mesh, right inferior capsulectomy to increase volume lower pole. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation primary involving, mentor memorygel, 425 cc silicone prosthesis experienced right sided capsular contracture grade IV post-operation. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The initial report missed reporting the following : manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).